Event description:
Sorin group received a report that the roller pump stopped during a procedure. The pump was switched out and the procedure continued without issue. There was no patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to duplicate the reported issue. The pump was tested along with the cardioplegia control module and was found to be working within specification. A serial readout was performed and the results were sent to livanova (B)(4) for review. The service representative updated the firmware and subsequent functional testing was completed successfully. The unit was returned to service. No further issues have been reported for this unit. During evaluation of the serial readout at livanova (B)(4), the issue was traced to a motor control failure. As the issue was not reproduced, an exact root cause for the motor control failure was not identified. However, the issue may have been the result of poor surface contacts between the pcb hms motor control board and hkr processor board. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Eval'd on site; serial readout provided.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.